Event description:
A cartridge change error was reported involving the pump. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact reported. The customer was instructed by technical support to reconnect the cartridge and go through the load process successfully, with no further assistance required, leading to the case being closed.